Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported the patient presented in the hospital for an elective replacement indication exchange of a pacemaker. Upon interrogation, it was observed the right ventricular lead's pacing impedance an thresholds have been increasing. The pacemaker was exchanged, and no read lead revision took place. The patient was in stable condition.